Event description:
The hcp reported the pt had heard an alarm and then started experiencing withdrawal sumptoms including shakiness, elevated blood pressure, nausea, and vomiting. The hcp was unable to reproduce the alarm and replace the pump. The pt outcome, after the replacement surgery was not reported.